Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  It was reported that the patient stated it is messing up. Pat ient stated the controller told him to call medtronic immediately patient stated he took the li battery out and is trying to work again patient stated when he tries to charge the implanted neurostimulator the rtm relay box and paddle and li battery gets so hot it feels like it is burning patient stated he did not have any marks on his skin from the heating of the components. Patient stated all of a sudden the rtm paddle and relay box started burning and he jumped up and said something is wrong patient stated everything on the controller was hot. Patient reported the controller feels so warm patient took the battery out of the controller and put it back in and he could not touch the li battery pack. Patient reported seeing software problem cannot continue 1) intellis 2) 3. 6 3) 58 4 ) qf new patient stated that he was trying to reconnect to charge his implant and that is when the message displayed. A replacement recharger telemetry module (rtm) and battery pack were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(4) product type recharger product ID 97745bp serial# (B)(6) product type accessory product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.